Event description:
Pt had infusaport implanted in lt subclavian vein to facilitate chemotherapy. Became non functioning, and x-ray studies indicated it had fragmented, and distal portion located in vena cava. It was retrieved percutaneously with CT guidance.